Event description:
It was reported that there was a separation between the female connector and main body of the three (3) minicap transfer sets which resulted in a leak. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates from november 15, 2024 - december 25, 2024. D4: the lot number is unknown, therefore, only a primary di number could be provided. The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.